Event description:
Event description to summarize the clinical event, we understand that the patient with this implantable cardioverter defibrillator (ICD) reported feeling a shock and was admitted to the clinic for follow-up approximately one week following this occurrence. Upon interrogation of the device, the device displayed an error message.